Event description:
Information received from the field notes that the patient presented to the physician's office with loss of ventricular capture in the bipolar configuration and intermittent lead impedance >1990 ohms. The device was programmed to vvir due to the patient's atrial fibrillation. The patient was stable. The output voltage was increased to 7.5v and capture resumed. Although resolved temporarily, the physician elected to replace the device.